Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was evaluated and required replacement. A service quotation was issued to the customer. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited a damaged generator and overheated. Further information from the fse indicated that the generator failure likely prevented the system from booting to a usable state. No pt serious injury or death was reported related to this event.